Event description:
A user facility reported to olympus that during unspecified diagnostic procedures, the disposable biopsy forceps was taking big "bites" out of the mucosa, causing bleeding. The physician was uncomfortable with the large sample. Some of the patients required hemostatic methods such as cautery or clips. The procedures were not delayed due to the issue and the outcome of the procedure was unaffected. This event requires two reports. Patient identifier (B)(6) is for an individual patient. Patient identifier (B)(6) is for "some patient's" of unknown quantity.